Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the surgeon observed the catheter was obstructed intra-operatively. The catheter was replaced and there was no injury to the patient. The patient's medical history included a blood infection with streptococcus agalactiae and meningitis was not confirmed.